Manufacturer narrative:
The affected device was returned and during a visual inspection it was noted that the handle had exhibited extensive wear and tear on the exterior and interior components. Oxidation around the compression area was also observed. The defect has been confirmed.

Event description:
The customer alleges that "the light on the handles flickers on and off." No other details were provided and no patient injury/harm reported.